Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had an in-clinic evaluation related to inflation issues, which led to a surgical intervention. However, during surgery, it was determined that the cuff was too large and did not coaptate adequately to the urethra. Therefore, the existing cuff was removed and replaced with a smaller one. No patient complications were reported. The explanted cuff has been retained per hospital.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.